Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0054-eo - e. Warnings - 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. The most likely cause of the reported failure can be attributed to user error of the device due to due to applying excessive mechanical forces upon insertion and/or prying/leveraging during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11th nov 2025, it was reported by a distributor via an email that for 1 unit of ar-3632, fibertak® suture anchor, 2.6 mm, double loaded, with 1.3 mm suturetape(white / blue, white / black), the fibertak inner shaft was broken while inserting the anchor into clavicle for ac repair. No fragment of broken implant was left inside the patient. This was detected during an ac repair procedure on (B)(6) 2025. The procedure was completed successfully by using additional fibertak. There was no patient harm. Additional information: the drill step was performed repeatedly to limit the bone fragment inside the hole but the broken issue still occurred.